Manufacturer narrative:
(B)(4). Batch # m5496e. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results showed that one ecr45w reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please confirm more details of what occurred? Did the iron plate (silver cartridge deck pan cover) fall off when loading or unloading the cartridge? Yes, loading or, did the iron plate (silver cartridge deck pan cover) break while inside the patient? No. . If the silver cartridge cover (pan) separated or broke inside the patient was it retrieved from the patient? Not separated inside the patient. If any cartridge reload pieces detached and fell into the patient were they all retrieved? No. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No.

Event description:
It was reported that during an unknown procedure, the iron plate falling off.